Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of errors e216, e214, and e116 could not be determined. Error e216 occurs when communication between the camera head and processor fails. Error e214 occurs when the spare lamp of a light source device malfunctions. Error e116 occurs when the processor malfunctions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a laparoscopic hernia repair procedure, a e216, e214 (scope communication error), and e116 (camera control unit malfunctions) occurred when facility staff connected to the 4k autoclavable camera head. The endoscopic image was reflected, so the brightness was manually adjusted in a state in which autofocus, and white balance could not be obtained, and the brightness could not be adjusted and was used in the case. The case was completed without any problems with the same device. There were no reports of patient harm associated with this event.